Manufacturer narrative:
As reported by the legal brief, the patient underwent placement of an trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, CT scan revealed that the filter has tilted and too dangerous to remove. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the patient became aware of the events seven years and three months post implantation. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt. The patient submitted herself to a CT scan of the abdomen seven years and three months post implantation, in which the report and images revealed the filter had tilted within the vena cava and perforated through the vena cava wall. The patient reports fear that the device may break apart and cause death. These injuries have caused emotional distress, mental anguish, anxiety, and stress. The following additional information received per the medical records state that the patient has a history of pulmonary embolism. During the implant procedure, the right common femoral vein was accessed. The filter was deployed just below the renal veins.

Event description:
As reported by the legal brief, the patient underwent placement of an trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, CT scan revealed that the filter has tilted and too dangerous to remove. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.